Manufacturer narrative:
Concomitant medical products: 5076-52 lead; 694765 lead, implanted: (B)(6)2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged; pulled back into the main body, and exhibited no capture in all vectors at highest output post generator change-out procedure. The lead completely fell apart upon removal. The lead was explanted and replaced. No patient complications have been reported as a result of this event.